Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that they had turned their device off over the weekend as it had become suddenly very painful. The patient stated they believed it might have been from the fact that the lead got pulled. On (B)(6) 2019, the patient mentioned that their wires had been pulled and that due to this they had shut the device off as it had started to shock them and be painful. The patient stated that this had been resolved but now when they would walk they would get a slight stinging feeling. There were no further complications reported/anticipated.